Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The clinician involved was performing a blood draw. Upon withdrawal of the needle from the patient, the clinician proceeded to engage the safety shield with their thumb and felt a "prick." The safety shield was down, but the needle was off to the side. As a part of protocol, the clinician had post exposure labs done including: (B)(6).

Manufacturer narrative:
The clinician "pricked" his/her left hand. The source patient is having post-exposure source tests run (hepb, hepc, hiv). It is unknown if the patient has an infectious disease. Test results of the source patient are still pending. It is unknown if any prophylactic medications were provided. Thirty customer returned samples were evaluated. Each sample was hand activated to evaluate defective locking of the safety shield. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. The manufacturing and inspection records of the lot concerned were reviewed and no abnormality which could be related to the reported event was found. A review of the device history record revealed no irregularities during the manufacture of the reported lot# 6106704. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
The clinician "pricked" his/her left hand.